Manufacturer narrative:
Evaluation conclusion code 4307/cause traced to component failure the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and found a broken fitting on safety disk. To fix the issue, the stm replaced the male luer fitting. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented autofill issues. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.